Manufacturer narrative:
Concomitant products: addrl1 ipg implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device check, high thresholds were noted on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.